Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that there was high impedance on electrodes number 1 and 2. Device interrogation showed high impedance on electrodes 1 and 2. The patient did not have a clinically undesirable experience. The outcome was ongoing with no further action needed. Interventions included reprogramming. The etiology was noted as unknown. The etiology was noted as not applicable to the device or therapy and not related to the implant procedure. No signs or symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3888q45, lot# va07n8c, implanted: (B)(6) 2014, product type: lead. Product ID 3888q45: lot# va0e1nt, implanted: (B)(6) 2014, product type: lead. Product ID: 3888q45, lot# va0e1nt, implanted: (B)(6) 2014, product type: lead. Product ID: 3888q45, lot# va0e1nt, implanted: (B)(6) 2014, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 37744q, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had pain at the lead site. The patient had focal pain at belt line left of midline toward stimulator but not all the way to the stimulator. There were no device deficiencies noted. X-ray showed no migration of leads. The etiology was noted as the lead/extension tract. The event was noted as resolved without sequelae and related to the device or therapy and related to the implant procedure. Additional information reported that the outcome of the event, as of (B)(6) 2014, was resolved without sequelae. Later the healthcare professional (hcp) of a clinical study reported that interrogation records from (B)(6) 2014 indicated high impedance on electrodes 1 and 2. Actions taken as a result of the event included a new implant on (B)(6) 2015. Relevant medical history included non-malignant pain, failed back surgery syndrome

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the etiology was noted as pertaining to a lead lot number va0e1nt. The etiology was noted as not applicable to the device or therapy and not related to the implant procedure.